Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The ventilator interface board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when the anesthesia machine was turned on, the unit alarmed for a ventilator failure. There was no report of patient involvement.